Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the forceps/irrigation plug was no disassembled for proper cleaning. Upon later disassembling the device, rust and discoloration were found inside. This issue was found during service maintenance; there was no patient involved.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d10, h2, h6 and h11. The device was not returned to olympus for inspection. However, based on customer communications it was confirmed that the device was not reprocessed correctly. A root cause could not be identified. Based on the results of the investigation, there is a possibility that the user understanding may have differed from olympus recommendation in device handling and/or reprocessing steps which led to the malfunction. The event can be detected/prevented by following the instructions for use which state: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.